Manufacturer narrative:
Pump passed functional testing, including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery, and motor tests. No excessive no delivery alarms or motor error alarms noted. Unit was received with intermittent button response due to flattened dome switches on all the buttons. Unit had cracked display window corners, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported a hospitalization for high blood glucose. She said her insulin pump started malfunctioning yesterday and she spent a day in the hospital with a blood glucose of 410 mg/dl at the time of hospitalization. She was treated with four liters of fluid. Customer was wearing the device when hospitalized. She stated the device alarmed motor error, no delivery error, and the buttons stopped responding. The errors occurred during bolus delivery. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.